Event description:
It was reported that: patient is experiencing pain in his right hip. Patient is reporting that the longer he walks the more pain he is in. The pain has increased in the last two or three months. There is no swelling in the hip area. He has had blood work and an MRI done. Patient is reporting that he is scheduled for revision surgery on (B)(6), 2012.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.